Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500 form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2013.

Manufacturer narrative:
Patient code: (B)(4)-surgical intervention. Device code: (B)(4) - hernia recurrence occured. It was reported that patient underwent mesh revision on (B)(6)2013 by dr. (B)(6) at (B)(6) due to chronically infected anterior abdominal wall wound. It was reported that patient underwent mesh revision on (B)(6)2013 by dr. (B)(6) at (B)(6) due to recurrent ventral hernia.

Manufacturer narrative:
Patient codes: (B)(4) additional information. Additional narrative: it was reported that following insertion the patient experienced pain and infection.